Event description:
The customer reported that air leaked from the pilot balloon. The pt required a non-routine replacement of the tube. It was reported that a pre-test of the tube has been done. There was no pt harm.